Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the air inlet filter, user interface (ui) pcba and battery to resolve the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit presented with a high pressure alarm and becomes inoperable. It was reported that the device was in clinical use at the time of the reported event however, there was no patient harm.